Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that a uvc was placed on (B)(6) 2012. A nurse noticed a leak just below the hub where the catheter is joined. The uvc was pulled on (B)(6) 2012. The customer reports the pt is still critically ill and a PICC line was placed.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.